Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range shock impedance that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) discussed suggested troubleshooting options. Additional information indicated that the patient was seen in the clinic; however, the cause of low out-of-range shock impedance was not conclusively determined. The integrity of the system was not tested with a commanded shock and the patient will be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.